Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had to be hospitalized for diabetic ketoacidosis with blood glucose reading of 20.2 mmol/l (364 mg/dl). The pod was worn between 4 and 24 hours on the back. The site was a little irritated. At the hospital the doctor gave her some medication (exact name of the medication was not provided) to help lower her ketones levels.